Event description:
A report was received that the patient had an infection at the pocket site. The patient was prescribed oral antibiotic levoquin. The patient is reportedly healing well. The patient's physician believes the infection was not related to the device.